Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer's blood glucose level was 288 mg/dl. The tubing was primed to address the issue. The customer's territory manager reviewed the fill technique to address the issue.